Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the posterior tibial (pt) artery. The csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto the wire. The physician performed one run at low speed, one run at medium speed and one run at high speed. The oad was removed from the patient and the physician then noted that the tip had broken off. The physician attempted to snare the tip of the wire from the patient, but was unsuccessful. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.